Event description:
It was reported that the patient experienced an occlusion issue on (B)(6) 2026 which resulted in hyperglycemia 356 mg/dl and treated with a correction bolus via the pump.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Name: medtronic minimed, street: 18000 devonshire street, city; northridge, state: ca, zip code: 91325, country: united states. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.